Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe experienced stopper separation from the plunger. The following information was provided by the initial reporter, translated from portugese: when testing the syringes to aspirate the contrast, the rubber plunger came loose, not fitting again and making use unfeasible.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evalution?: yes. D10: returned to manufacturer on: 13-oct-2022 h6: investigation summary sample received by our quality team for investigation. Upon visual inspection, it was possible to observe plunger rod with molding issue which caused stopper separation. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Possible root cause is associated with lack of pack pressure during the injection process, and the low resin temperature caused by the resistance burning in the affected cavity. The low temperature of the resin caused the lack of filling of the cavity that generated the failed plunger.

Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe experienced stopper separation from the plunger. The following information was provided by the initial reporter, translated from portuguese: when testing the syringes to aspirate the contrast, the rubber plunger came loose, not fitting again and making use unfeasible.

Manufacturer narrative:
Initial reporter facility name (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.